Event description:
It was reported that the ventilator unintentionally went into standby mode. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested and no complete ventilator logs was provided, only a file in txt-format. The file does not include any standby on the reported event date and there are no technical error codes to indicate a ventilator malfunction. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. There are no indications of a ventilator unintentionally by itself went into standby mode. Our conclusion is that the ventilator did not set itself to standby mode. H3 other text : 4117.